Event description:
A report was received that the patient lost stimulation. Four contacts on the patient's lead displayed high impedances. The physician replaced the ipg and leads. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-70 serial#: (B)(4) model description: st linear lead, 70cm with pre-loaded 0.012 inch stylet, model#: sc-1110 serial#: (B)(4) model description: precision implantable pulse generator (ipg). A returned product analysis indicated that the complaint was confirmed. The leads (s/n (B)(4)) exhibited critical damages related to the high impedances. Both leads exhibited open cables at the suture sites. Although the leads may have been pulled and cut during the explant procedure, the severity of the damage at the suture sites suggested that the damage had been resulted from excessive tensile force while the system was implanted. A review of the manufacturing documentation of lead (s/n (B)(4)) found that no anomalies or deviations potentially related to the event occurred during manufacturing. The ipg passed all electrical, performance, visual and photographic imaging tests performed. The ipg exhibits normal device characteristics.